Manufacturer narrative:
This report filed june 17, 2016.

Manufacturer narrative:
This report is filed, (B)(6) 2016.

Event description:
Per the clinic, the patient developed a skin flap infection and necrosis resulting in exposure of the receiver/stimulator unit. Subsequently the device was explanted on (B)(6) 2016.